Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 27 apr 2026 from the nurse of a 52-year-old male patient approved for performing solo hemodialysis with a medical history including end stage renal disease, stated the patient was found unresponsive during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 29 apr 2026 from the home therapy nurse (htn) who stated emergency medical services (ems) were called and the patient was transported to hospital, where he was pronounced deceased upon arrival. Per the htn, the cause of death has not been determined.